Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1715kl. The customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. The customer reported the pump beeps multiple times, then the pump was not working. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1715kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with critical pump error (open book image). Unit was successfully downloaded using thus software. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using the detail trace it recorded pump error 53. Pump error 53 (line 5632 and file number = 2005) was triggered six times on 18-dec-2024 from 03:03:20 am to 03:05:00 am. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered when pump attempts to re-initialize/establish communication to the rf chip error due to software issue. Pump error 4 (file number = 32122 and line number = 2727) occurred four times on 18-dec-2024 at 03:04:32 am until 03:05:02 am. Per engineering troubleshooting guide, pump error 4 was triggered since motor mcu did not receive the acknowledge from main mcu. Suspecting the hw. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. Force sensor zero offset within spec (24 mv). The following were noted during visual inspection: cracked case, scratched case, battery tube threads - cracked and cracked case-corner of belt clip rails. In conclusion, unit received with critical pump error/open book image was confirmed due to pump error 53 and pump error 4. Pump error 53 alarms were confirmed in the history/trace files on 18-dec-2024 due to software issue. Pump error 4 alarms were confirmed in the history/trace files on 18-dec-2024 due to hardware issue. Isolate to electronic assemblies. Cosmetic damage was confirmed where cracked battery tube threads and cracked case corner of belt clip rails were noted. Unable to verify unexpected battery power loss. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.